Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline became stuck in the distal end of the catheter. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured c4 aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 10 mm and neck diameter 7 mm. Landing zone (artery size): distal 3.92 mm and proximal 4.42 mm. The patient¿s vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The pru level was unknown. Angiographic result: a new pipeline was re-implanted and the vascular access was reconstructed well. The catheter was flushed continuously with heparanized saline. It was also noted that the pipeline did not become stuck. No catheter or pushwire damage was reported. Because the second implant was successful, the on-site contact did not perform catheter retrieval. When the surgeon tried to deploy the dense mesh stent for the first time, they felt that it was not deployed under the imaging, so they tried to retrieve it and deploy it again. After doing this twice, they felt that it was not smooth so they withdrew it from the cavity and observed the tip end falling apart. The pipeline was replaced then the surgeon successfully implanted a new pipeline all at once. There were no patient symptoms or complications associated with this event.   Ancillary devices: microcatheter phenom27.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no rupture. After further communication with the surgeon, he said that he felt resistance at the tip end when reaching the m1 segment. The surgeon was not aware of pru, and the dual-antibody regimen was: 100 mg of enteric-coated aspirin tablets and 75 mg of clopidogrel five days before surgery.

Manufacturer narrative:
Product analysis #706935174:¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the pipeline flex shield braid was returned for analysis withing shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex shield pushwire and phenom 27 catheter were not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid were found to be fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: n/a conclusion: based on the analysis findings, the customer¿s complaint could not be confirmed. The pushwire and phenom 27 catheter were not returned for analysis. Therefore, any contributing factors could not be assessed. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.